Event description:
During fca notification, a baxter field corrective action representative got notification from the customer stating that while in colleague guardian feature was unable to use bolus function and piggy back function on an upgraded pump. No additional information or contact was provided. The technician of the facility in 2007, and he stated that the pump during guardian mode unable to come back to piggy back mode. This event occurred during patient use in critical care. The nurse got out of the guardian mode to select the piggy back mode. Meanwhile the patient heart rate stayed high. The patient heart rate stabilized, once they were able to infuse the drug. Reportedly all three channels were infusing. Propofol was infusing on channel b. The nurse could not remember what was infusing on the other two channels. The patient heart rate went up to 150 for 2 to 3 minutes and stabilized back to 90.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 20, 2007. The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.